Event description:
It was reported that during a device replacement procedure for normal battery depletion, oxidation and a white fluid was noted in the lead insulation. The lead was tested and found to have low impedance less than 200 ohms, which per the physician was highly suggestive of inner insulation failure. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: middle insulation breached; partial lead in segments returned and analyzed.